Manufacturer narrative:
(B)(4). Medical product: nexgen lcck articular surface, catalog#: 00599403023, lot#: 60350303r; nexgen stemmed tibial component, catalog#: 00598800300, lot#: 61524439; nexgen straight stem extension, catalog#: 00598801018, lot#: 61314517. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00675, 0001822565-2018-00676, 0002648920-2018-00092. Product location unknown.

Event description:
It was reported that the patient was revised for unknown reasons. No patient consequences were reported.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event cannot be confirmed as no product was returned and no medical records pertaining to this revision were received. No product was returned; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.